Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 4.039 mg/day via an implantable pump for unknown indications for use. It was reported that the patient had a catheter access port (cap) dye study done on (B)(6) 2024 and that this was ordered to be done prior to a routine elective replacement indicator (eri) pump replacement scheduled for (B)(6) 2024. The rep stated that the managing physician ordered this for exploratory reasons prior to sending to a different implanter. The catheter was unable to be aspirated. The patient did not mention any signs or symptoms of this. The rep stated that the patient did not mention an increase of dose or increase of pain. There were no external factors that would have led to this. Diagnostics/troubleshooting performed included the interventional radiation (ir) physician checking the needle placement in anteroposterior (ap) and lateral views and it was confirmed the needle was in the cap although aspiration was not successful. The physician then tried again with another needle just to be sure and was still unable to aspirate. Actions/interventions taken included the patient was scheduled for a pump replacement and catheter revision on (B)(6) 2024. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's medical history was asked bu t was unknown and weight was asked but would not be made available due to legal/confidential reasons. Additional information was received from a healthcare provider (hcp) via a company representative stated that the catheter was replaced on (B)(6) 2024. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the catheter was completely replaced with an 8780. The explant occurred on (B)(6) 2024. When asked if the inability to aspirate the catheter was resolved, the rep stated that it was aspirating but not enough to make the doctor feel comfortable, so he replaced the entire catheter. It was also indicated that the catheter was discarded by the facility.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n276833003, implanted: (B)(6) 2011; explanted: (B)(6) 2024; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6); ubd: 2012-12-11, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they through hell for 7 years with their synchromed ii pump. The patient stated the catheter was kinked and they kept pouring morphine and bupivacaine over the pump and into their abdomen. The patient stated that the side effects were unbelievable and they had spinal headaches for many years. The patient stated they had the new system implanted now and patient stated that they did not return the explanted product back to medtronic; they "chucked" it (disposed of it). The patient stated their doctor classified it as a mechanical catheter fail.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 26-aug-2024 from the patient who reported the pump was corroded and not working and it was like the texture of a hard-boiled egg on the outside. When the patient was asked what drug was in the pump at the time of the dye study the patient stated hydromorphone and 5% bupivacaine.

Manufacturer narrative:
H6 codes have been corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from aconsumer stated that they had a lot of issues and went through hell for 7 years. When they took the pump out, it was calcified all over and the inside of his abdomen was calcified. The catheter was totally kinked and coiled up. The patient stated that they had to leave part of the coils in him. The company representative threw the pump away in the garbage right as they pulled it out of him. The patient stated they were getting a product liability lawyer, but they first like to work with medtronic individually regarding legal action. The patient asked for a phone number to contact legally directly. The agent provided the national answering service (nas) number and sent email to technical service general.